Manufacturer narrative:
Patient information was unavailable from the site. The insertion tool was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. As reported, the removal tip had been broken from the back end of the returned tool. The philips head remains intact and functional. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that the removal end of the tool broke off completely. This occurred at the end of the procedure when the nurse was removing the tracker from the tool with the removal/insertion tool. There was no delay to the procedure. No impact on patient outcome. Additional information was received stating that the instrument was not damaged inside of the patient.